Event description:
The drill bit has been broken during a plate operation. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The cross section surface shows no irregularities, unfortunately the broken part was not returned. It is possible that there was a heavy exceeding mechanical overloading situation during use which caused the breakage. No product fault could be detected. The investigation determined this to be indeterminate.